Event description:
It was reported the catheter's tip broke off during preparation. The device was not used in the patient.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was separated from the catheter. Catheter separation. (B)(4).